Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump's buttons did not function properly during a bolus delivery, and that the device alarmed button error afterwards, which could not be cleared. The insulin pump was replaced. The customer's reported blood glucose value was 132 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.